Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences ineffective stimulation. No impedance issues were identified and the pt denied any trauma. Surgical intervention was undertaken on (B)(6) 2014 and the pt's lead was explanted and replaced. The pt reported effective stimulation coverage postoperative.